Event description:
During surgical procedure staple gun misfired placing staples that are incomplete, but tissue was transected. This required removing the anvil from the pouch and resecting the damaged tissue. The anvil was replaced and the pouch re-stapled.